Manufacturer narrative:
Additional information: d9 (return date), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the instrument was partially applied with four clips remaining. The clip counter was no longer active. One clip was observed malformed; shaped like a tear drop in the jaws of the instrument. No other visual abnormalities were observed with the instrument. Functionally, the malformed clip was removed. The instrument was applied to appropriate test media. The instrument cycled without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. When the cartridge was empty, the interlock engaged to prevent the jaws from approximating. It was reported that the clips were not loading properly. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if an attempt is made to apply a clip after it has been properly loaded in the jaws and forced back into the shaft as the jaws are closing causing a malformed clip. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic procedure, during tissue clipping, there was a problem with clip loading. To resolve the issue, a new device was used. There was no patient injury.